Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: n/I, batch: n/I. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: n/I, batch: n/I. Product family: dbs-extension, upn: m365db3128550, model: db-3128-55, serial: n/I, batch: n/I. Product family: dbs-extension, upn: m365db3128550, model: db-3128-55, serial: n/I, batch: n/I.

Event description:
It was reported that the patient experienced an infection after surgery and the physician moved one lead on the left side of the brain due to the infection. The physician cut off part of the lead above the connection point to the extension kit. On the right side of the brain, the patients lead and lead extension remain intact.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: n/I. Batch: n/I. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: n/I. Batch: n/I. Product family: dbs-extension. Upn: m365db3128550. Model: db-3128-55. Serial: n/I. Batch: n/I. Product family: dbs-extension. Upn: m365db3128550. Model: db-3128-55. Serial: n/I. Batch: n/I.

Event description:
It was reported that the patient experienced an infection after surgery and the physician moved one lead on the left side of the brain due to the infection. The physician cut off part of the lead above the connection point to the extension kit. On the right side of the brain, the patients lead and lead extension remain intact. Boston scientific has been unable to obtain additional information regarding the serial/batch numbers of the patients devices, despite good faith efforts.